Event description:
Doctor had opened a sterile gown and was inserting an arm into the sleeve of the gown. One arm went in smoothly. Upon inserting the other arm, he felt something inside the sleeve which should not be there. When his hand came through the sleeve, there was ramen noodle pieces on his arm. No contamination of the patient sterile field occurred, but the doctor re-scrubbed.the gown and packaging were discarded, and another gown opened. No problems were found, and the procedure was performed without incident.